Event description:
During the evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 23:59:31. During night drain cycle four, the patient's ultrafiltration reading was 12984ml, indicating the home patient (hp) drained 12984ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was an unexpected high ultra filtration for therapy compared to other therapies. If additional relevant information is obtained, then a supplemental report will be submitted.